Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis which identified multiple kinks and bends in the hypotube. The protective balloon sheath was not returned. Functional testing revealed the balloon held pressure with no anomalies noted. A review of the complaint handling database revealed one other incident reported for difficulty removing the protective sheath. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.

Event description:
It was reported that resistance was felt when removing the protective sheath from the 3.5 x 20mm nc trek balloon catheter. Once the protective sheath was removed, during predilatation, resistance was felt while advancing the balloon over the guide wire. After reaching the lesion, the balloon could not be fully inflated to treat the lesion. After unsuccessful inflation, the balloon was removed with resistance. A second 3.5 x 20mm nc trek was to be used; however, difficulties were felt when removing the protective sheath. The second device was not used in the patient. The lesion was treated with a third unknown balloon. There was resistance felt during removal of the first nc trek balloon catheter. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other nc trek device referenced is being filed under a separate medwatch MFR number.